Event description:
It was reported "nurse was trying to break apart the introducer when inserting the PICC and it would not come off of the PICC. The plastic did not break in the correct area."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refz1996 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an improper peel is confirmed and appears to be manufacturing related. One 4.5 fr microez microintroducer was returned for evaluation. The dilator was not returned. The orange peel tabs, and sheath were returned partially split; however, one of the tabs remained attached to the catheter tubing. The orange tab split surface revealed one tab to contain an uneven amount of the material. The extra material formed a complete ring which contributed to a difficult removal from the catheter. Based on the information provided, the characteristics of the material properties likely contributed to the uneven tab peel; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported "nurse was trying to break apart the introducer when inserting the PICC and it would not come off of the PICC. The plastic did not break in the correct area."